Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for routine follow-up after receiving inappropriate therapy for atrial fibrillation with rapid ventricular response. Suggested programming changes were not made. Patient will be monitored.